Manufacturer narrative:
Additional narrative: event date is unknown date in 2022. Additional codes; mni, nkb, mnh, osh, kwq. Initial reporter is j&j company representative. Investigation summary: the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the viper2 straight rod-100mm was returned in an all opened packaging condition. The internal packaging was observed to be broken. The broken pieces of the packaging were not returned. No other issues were identified. No new additional information can be added after reviewing the images provided under pc attachments. The dimensional inspection was not performed as it is irrelevant to the reported complaint condition. The observed condition of the packaging of the viper2 straight rod-100mm was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the viper2 straight rod-100mm was observed to have a broken internal packaging. However, the broken condition cannot be traced to be a manufacturing defect as the images provided and the device returned were in an all opened packaging condition. While no definitive root cause could be determined from the available information, it is possible that the concerned packaging of the viper2 straight rod-100mm was broken due to the exposure to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Drawings reflecting the current and manufactured revisions were reviewed: no issues. Device history: a manufacturing record evaluation was performed for the finished device, product code: 186789100s, lot number: tbyxb. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 30.10.2019 qty: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a viper rod was found to have the internal blister broken compromising the sterility. This was found pre-operatively with no patient involvement. The box and sealing labels were intact. This is report 1 of 1 for (B)(4). This complaint is for a viper rod.